Event description:
It was reported that during dialysis a leak was noted at connection of arterial port to hub of catheter. Air was entering the line. The blood pump was stopped and clamps were placed above and below the leak. The pt was placed on her left side in trendelenburg position. Pt complained of shortness of breath with mild cough. Oxygen was applied. Ems call and pt was transported to the hosp. Catheter was removed at hosp and discarded by hosp personnel.